Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02316. (B)(4). Approximate age of device - 7 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with acute on chronic heart failure, acute renal failure and respiratory distress. The cause of the acute decompensation was related to lvad pump thrombosis as evidenced by severe hemolysis. The patient presented with 4-6 days of dyspnea and abdominal pain associated with orthopnea. The patient's urine was discolored, and some lower extremity edema with abdominal fullness was observed. In the emergency department, the patient was found to have acute kidney injury (aki), hyperbilirubinemia, and anasarca. On arrival to the floor the patient appeared encephalopathic. The lvad function was within normal parameters. The patient was not deemed to be a surgical candidate due to multiple prior thrombosis events, with a previous lvad exchange on (B)(6) 2016, and significant comorbidities. Due to ongoing multi-organ failure, dobutamine was started, the patient was diuresed, and anticoagulation with heparin was initiated. The goals of care were discussed and patient was put requested do not resuscitate orders. On the morning of (B)(6) 2017, the patient was having progressing renal failure likely due to heart failure. Potassium was elevated at 6.3 mg/dl. The patient was pronounced dead on (B)(6) 2017. No autopsy was requested. Preliminary cause of death was reported as acute on chronic combined systolic and diastolic congestive heart failure. The secondary diagnosis was abdominal pain, aki and hyperbilirubinemia. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.